Manufacturer narrative:
The pump stoppages were reported under MFR. Report # 2916596-2018-03489. Approximate age of device- 1 year, 9 months. Manufacturer's investigation conclusion: the evaluation of the device confirmed internal driveline wire damage that could have contributed to a previously reported event. The pump was returned assembled with the driveline cut approximately 1.5¿ from the pump housing and the distal end of the driveline was also returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was severed at the flex section and the inlet tube and proximal portion of the flex section were not returned. The distal portion of the flex section and inlet elbow were returned attached to the pump¿s inlet port. The outflow graft was severed at its hardware and returned attached to the outflow elbow. The outflow graft bend relief was not returned. The outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device also revealed no evidence of depositions or thrombus formations. Upon removal of the silicone sleeve of the driveline, breakdown to the metal braided shield was observed approximately 11-13.75¿ from the pump housing. The clear bionate and metal braided shield were then removed to examine the underlying wires. Visual examination of the wires of the distal end segment of driveline revealed a breach to the insulation of the orange wire, approximately 11¿ from the pump housing. The orange wire redundantly supports motor phase 3. The observed wire damage appeared to be the result of repetitive flexing. Both segments of the driveline were tested for electrical continuity and did not reveal any discontinuities or shorts. The observed damage was then bypassed and the remainder of the distal-end segment was submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. The pump-end of the driveline was submerged as well. This test did not reveal any additional areas of current leakage. It should be noted that a pump stop event and associated alarms were confirmed on (B)(6) 2018 (MFR. Report # 2916596-2018-03489). If the observed wire damage was present at that time, that pump stop could have resulted from a short to ground if the exposed conductors of the orange wire contacted the braided shield while the patient was supported by the power module. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. Additionally, the hm ii lvas instructions for use outlines indications of driveline damage, as well as how to respond to such events. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported the pump was explanted due to patient recovery and the pump was returned. During the investigation, electrical testing was performed that confirmed damage to the orange wire of the driveline. The patient had pump stoppages with a concern for a short to shield on (B)(6) 2018 and if this damage was present at the time, it could have caused these pump stoppages. No additional information was provided.